Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he was hospitalized with high blood glucose. The blood glucose reading was 600 mg/dl. The customer had treated with a bolus but the blood glucose was still high, and was treated at the hospital for 5 days. The customer was wearing the insulin pump at the time of the event. The customer declined troubleshooting.